Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient became very hypotensive and went into ventricular tachycardia. Cardioversion was given and cardiopulmonary resuscitation (CPR) was started. Medication was given and the pacemaker was turned on at 80 beats per minute (bpm). Once the patient was stabilized, an echocardiogram revealed moderate paravalvular leak (pvl). The patient became hypotensive again and CPR was started. Once the patient was stabilized, it was decided to do a post-dilatation with a 22m zmed ii balloon which reduced the pvl to mild. The patient remained stable. An intra-aortic balloon pump was inserted to help support the heart. A transesophageal echocardiogram (tee) showed both the right and left ventricle had reduced function and the physicians suspected that this was caused by ischemia that was due to the hypotension. No other adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Additional information was received indicating left bundle branch block (lbbb) and complete heart block (chb) was noted post-valve procedure. A permanent pacemaker was implanted seven weeks post valve implant to resolve the conduction disturbance. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. (B)(4).